Event description:
(B)(4). I have had pain with my left essure coil since it was placed...even as it was being placed. The doctor had trouble getting to fit right. Since then I have had issues with migraines, constant bloating, bowel and stomach issues. Back pain, large menstrual clots, severe cramping, hot flashes